Event description:
"During routine circumcision using 1.3cm gomco, the entire device detached from the penis as the foreskin was incised, thus the clamp was no longer providing any control of bleeding. Bleeding was controlled with hemostats and silver nitrate at the discomfort of the infant. The gomco with foreskin attached is left as is for technical evaluation for caused of failure."